Manufacturer narrative:
The cobas® pulse serial numbers are (B)(6). The product was requested for investigation. All of the strips were consumed and will not be returned. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose result using the cobas® glu test strips with two cobas® pulse devices for one patient. The initial result at 12:21 was 238 mg/dl, with serial number (B)(6). Another result at 12:21 was 173 mg/dl, with serial number (B)(6). A venous sample was collected and tested using the cobas pro at 15:15, with a result of 165 mg/dl. No treatment was given to the patient based on the questionable results.